Manufacturer narrative:
A medtronic representative, following up with the site, reported that no parts will be returned for analysis. The 2 fuse 20a 250v fuses were discarded on site. Correction: the replacement 3/4 open 3/8 drive socket and 3/8 drive long handle ratchet are not related to the reported issue; during testing of the reported issue the medtronic representative found the replacement 3/4 open 3/8 drive socket and 3/8 drive long handle ratchet were missing and required replacement.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/16/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Mobile view station (mvs) will not boot-up, no power. Return requested for 4 replacement parts. Replacement 3/4 open 3/8 drive socket, pin assy, 2 fuse 20a 250v fuses & 3/8 drive long handle ratchet shipped to site 05/17/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system line power light was not lit and the mobile view station (mvs) would not boot. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.